Event description:
Procedure: gastrectomy. Patient sex: unk. Reportedly, when the stapler was fired to the stomach the knife would not return to the proper position and the sulu disengaged from the instrument. The sulu fell into the patient cavity and was retrieved immediately. Additionally, "oozing" bleeding occurred from the staple line. The tissue was then treated with a different device which resulted in slight tissue loss by application near the previous staple line.